Manufacturer narrative:
The device was requested for evaluation but device disposition is unknown, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions.

Event description:
It was reported that the patient needed to have the devices removed post-op due to infection. Original dos (B)(6) 2018 for acl with hamstring autograft. Patient is (B)(6) yo male, who presented with pain, redness, swelling. A culture showed staph infection and the devices were removed.

Manufacturer narrative:
The device was requested for evaluation but device disposition is unknown, therefore the complainant's event could not be verified. A device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions.